Event description:
Customer reported a leak from the connection between the smartsite valve and the syringe pump module set. There was no patient harm. The set was not saved and there were no further details available about the event or the patient.

Manufacturer narrative:
(B)(4).